Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-01423. It was reported that after patient's implant on (B)(6) 2022, the patient experienced weakness in their right leg afterwards. No other intervention is planned at this time.